Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he removed the sensor and it would not connect. Customer stated that the pins are lining up outside of the transmitters. Customer was advised that the sensor will be replaced. Customer stated that he found out he has cancer in (B)(6) and his blood glucose has been high as he is taking steroids. Customer stated that he is done with chemotherapy. Customer's blood glucose was 49 mg/dl and this morning it was 246 mg/dl.